Event description:
During an in-clinic follow-up, a bluetooth low energy (ble) telemetry anomaly occurred which resulted in the device being unable to pair with the mobile app. No intervention was performed at this time. The patient was in stable condition.